Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was broken and not closed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by broken rails. A field service engineer replaced the rails on the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.